Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and aneurysm are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine stent referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2023, the procedure was performed to treat a bifurcation de novo lesion in the ramus coronary artery with mild calcification and mild tortuosity. A 2.75x28mm xience alpine stent and a 2.75x23mm xience stent were implanted to treat the lesion. On (B)(6) 2023 the patient experienced chest pain. Angiography was performed and a large aneurysm was noted at the bifurcation site. The stent was noted to be widely patent. The patient was treated with medical management. Although there is no evidence of a relationship between the device and the aneurysm, it is the physicians opinion that the primer in the polymer of the stent contributed to the aneurysm. No additional information was provided.